Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted on (B)(6) 2014 for presyncope that had developed along with a nose bleed and gums bleeding that next day. The patient's lactate dehydrogenase (ldh) level had increased to 1600 which is not unusual for thos pt as indicated by the vad coordinator. On (B)(6) 2014, the pt complained of a headache and a CT scan was conducted which revealed that the pt had a stroke (right frontal lobe infarct). It was reported that the patient's international normalized ratio (inr) went from 4.2 prior to the stroke to 1.7 the morning of the stroke. The blood cultures were normal and they tested for glucose-6-phosphate dehydrogenase deficiency (g6pd) which was negative. The pt has been listen for transplant; however, he was moved down on list due to noncompliance.

Manufacturer narrative:
Additional information: the patient remains ongoing on vad support. A correlation between the device and the reported events could not be determined. The instructions for use lists stroke, hemolysis and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.